Manufacturer narrative:
(B)(4). The customer returned a guide wire, a one-lumen catheter, and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the catheter extension line. Visual analysis revealed two kinks on the guide wire body. Additionally, the distal j-bend appeared slightly misshapen. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 44mm and 235mm respectively from the proximal weld. The guide wire total length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .803mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "in this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint examination. Visual analysis revealed two kinks across the guide wire. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds were secure and intact. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) linked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) linked during patient use.